Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Image/medical record review: no image/medical record was provided. Visual/functional inspection: the sample was clean, as it was an unopened sample. Upon inspection of the returned product, it was noted that the stylet was retracted inside the cannula and could not be seen. The packaging was opened and it was found that the arrow was visible in the ready window, thus indicating the device was in the "ready to fire state"; however, the cannula was in its initial position with the stylet retracted (primed). It is likely that the retracted stylet was perceived by the user as an incorrect needle length when compared to the comparison sample. The trigger was pressed and the stylet fired as expected. The total working needle length in the initial position (not retracted) was measured and found to be 3.966 inches. Conclusion: the investigation is confirmed for device misassembled during manufacturing or shipping, as the device was found partially primed within the original sealed packaging. However, the investigation is unconfirmed for device markings issue, as the devices were all found to be correctly labeled. The root cause was determined to be manufacturing related, as the device was found partially primed within the original sealed packaging. Labeling review: the current IFU (instructions for use) states: the bard monopty disposable core biopsy instrument is a single use core biopsy device. It is available in several needle gauge sizes and lengths. Before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle components are damaged or bent, do not use. (B)(4). Expiration date: 12/31/2017. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
Photo review: two electronic photos were received and reviewed. The first photo shows three monopty biopsy needles placed on a flat surface. The samples are placed with the label face down and the devices visible through the clear tray. The packaging for all three devices appears to be sealed. The three needles appear to be different lengths. The second photo provided shows the packaging and labeling for all three devices. Based on the photos reviewed, the investigation can be confirmed for device misassembled during manufacturing or shipping. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that prior to opening the packaging, the needle was found to be an incorrect length. No patient involvement was reported